Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the areas where the foreign material was detected, and no deviations were identified in the reprocessing that was performed. Therefore, the cause of the material remaining in the device could not be specified. The issue can be detected/prevented by following the instructions provided in: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis lucera elite gastrointestinal videoscope exhibited a foreign object in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
E1. Full establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign object in the nozzle. The device was cleaned, disinfected and sterilized before it was sent in for repair. According to the customer, it is unknown what the foreign material was inside the nozzle. There was no delay in the start of the pre-cleaning. The customer flushed the nozzle with air/water and they also flushed the air/water nozzle with the detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.